Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Product manufacture date: 6/21/2015.

Event description:
Boston scientific received information that this system was explanted due a suspected pocket infection. The patient reported a low grade fever, night sweats, and severe pain with movement, prior to system removal. No return of product is expected and no information provided on a replacement system at this time.